Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device did not deliver. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
Testing and investigation found the device delivered to the collection bag instead of delivering to the pt line. This was due to a broken pressure transducer. The device incorrectly alarmed for air in line and fluid flushed to the collection bag instead of the pt line. The pressure transducer monitors the pressure inside the cassette during the pumping cycle and the signals from the transducer are used to assure pumping accuracy, detect air in line, and sense occlusions. The cause of the broken pressure transducer could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.